Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced persistent hyperglycemia after a meal despite a meal announcement, with glucose rising to approximately 320 mg/dl and remaining above 180 mg/dl for about three hours before trending down toward 250 mg/dl, indicating insulin delivery and device activity; the event did not involve alarms, backup therapy, ketone testing, steroid use, professional intervention, or hospitalization, and troubleshooting and education were provided regarding algorithm adaptation. Symptoms included hyperglycemia without reported acute complications. Outcomes included no reported clinical impact requiring medical intervention. Investigation included complaint review and technical support assessment. Investigation of this case revealed no confirmed device malfunction and that the cause of hyperglycemia was unclear. It was concluded that the device functioned, insulin was delivered, and the event was attributed to the learning phase with cause of hyperglycemia not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.